Manufacturer narrative:
This report is for one of five devices involved in this event, please refer to report 3013450937-2019-00024, 3013450937-2019-00025, 3013450937-2019-00026, and 3013450937-2019-00028. The device history records and sterilization batch release records were reviewed and indicated that the components involved met specification. The components were unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient presented with signs of an alleged infection, which required surgical intervention to wash out the joint and replace implants.